Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had many scratches on the screen. The customer¿s blood glucose level was unknown. Customer stated that the hard to read the screen. Customer also stated that battery life was not long, reservoir opening was all cracked, and many chipped in it. The insulin pump will not be returned for analysis.